Event description:
It was reported that the device was continually torqued and the tip separated. The tip was retrieved when the guide wire was removed from the patient. There was no patient effect or injury.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the device revealed that there was blood visible on the coils and the blue polymer. There was no contrast visible. There were stretched out coils, shaping ribbon and core distal to center solder for a length of 2 cm. The tip ball, core and shaping ribbon were separated and not returned. The separated end of the shaping ribbon was twisted. No other damage was noted. Quality engineering reviewed the incident information and the analysis of the returned device. Results of the scanning electron microscopy (sem) analysis indicated that the device core was subjected to excessive torsional overload beyond it's design limit causing the tip to detach. For the guide wire to fail due to torsional overload, some portion of the guide wire would have to be trapped either in the anatomy or in another device. From the incident description, it is unclear if the guide wire was stuck in the anatomy, but the incident does describe the guide wire being, "continually torqued." The actual conditions that caused the failure were not described. It is not known if the guide wire was torqued against resistance, although the sem result strongly suggests that this was the case. Overall, this does not appear to be a manufacturing related quality issue with the guide wire, but from circumstances during the procedure. The lot history record was reviewed and there were no non-conformities associated with this product lot. This is a very low-level failure mode that is trended. Manufacturing assures the quality of the guide wire tips through visual and dimensional inspections. Also, samples are destructively tested and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the quality assurance department.